Manufacturer narrative:
Additional information was provided and is available in: section h6 (evaluation codes): 1528 - difficult to remove. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The following additional information was received per the patient¿s implant records: the patient had a history of clotting disorder and bariatric surgery prophylaxis. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient underwent an unsuccessful percutaneous removal procedure approximately 16 weeks post implant. Despite multiple attempts, the filter hook could not be engaged by the snare. The filter appeared to be functional. Per the ppf, a later CT scan reported the tilt of the filter. The patient also reports suffering from anxiety. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc)filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported filter tilt could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. It is also unknown if the reported tilt was the possible cause of the difficulty engaging the hook, resulting in the retrieval difficulty. The implantation and attempted retrieval date of the filter is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The following additional information was received per the patient¿s implant records: the patient had a history of clotting disorder and bariatric surgery prophylaxis. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient underwent an unsuccessful percutaneous removal procedure approximately 16 weeks post implant. Despite multiple attempts, the filter hook could not be engaged by the snare. The filter appeared to be functional. Per the ppf, a later CT scan reported the tilt of the filter. The patient also reports suffering from anxiety.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.